Event description:
General report received of an unspecified number of undocumented incidents of leaks. It was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with unspecified concentration of dilaudid when solution leaked around the blue stopper in the vials. It was reported that the blue stopper appeared to be crooked in the vials. The vials were replaced and the filling resumed. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.